Manufacturer narrative:
Unit received with unexpected battery power loss, low battery alert and had high sleep current, problem isolated to pcb 1.

Event description:
The customer reported via phone call that insulin pump had low battery alert. The blood glucose at the time of the incident was 105 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.